Event description:
Surgeon isolated the femoral vein and introduced the guidewire as procedure directs. Upon examination of the position of the wire the surgeon decided to reposition the catheter and pulled the device out of the vein. The greenfield filter deployed outside the patient's body. The surgeon did not intend nor did he cause the deployment. The surgical tech misplaced the serial number and expiration date of the device.